Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The catheter and the advancer were connected. The coil of the catheter had been cut as a result the burr and the remainder of the coil were not returned for analysis. A saline tube was connected to the saline port of the device. During visual examination, no damage was noted on the handshake connection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr was stuck in the lesion resulting in vessel dissection and chest pain. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. During procedure, pre-dilatation of the target lesion was performed using a nc quantum apex balloon catheter. Ablation was performed using a 1.5mm burr with a rotational speed of 180,000rpm. This burr was exchanged with a 1.75mm rotalink¿ plus to perform ablation. Approximately one second into ablation with this burr it became stuck in the lesion and was unable to move. To resolve the issue, a non-bsc 6f guide catheter was engaged deeply with dynaglide mode and the burr was pulled; however this was not successful. During this attempt a dissection in the lmt occurred. The patient complained of chest pain, blood pressure dropped and the patient was intubated. The physician cut the burr and removed the device using a non-bsc device. A bail-out stent was implanted successfully to treat the dissection. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that a burr was stuck in the lesion resulting in vessel dissection and chest pain. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. During procedure, pre-dilatation of the target lesion was performed using a nc quantum apex balloon catheter. Ablation was performed using a 1.5mm burr with a rotational speed of 180,000rpm. This burr was exchanged with a 1.75mm rotalink¿ plus to perform ablation. Approximately one second into ablation with this burr it became stuck in the lesion and was unable to move. To resolve the issue, a non-bsc 6f guide catheter was engaged deeply with dynaglide mode and the burr was pulled; however this was not successful. During this attempt a dissection in the lmt occurred. The patient complained of chest pain, blood pressure dropped and the patient was intubated. The physician cut the burr and removed the device using a non-bsc device. A bail-out stent was implanted successfully to treat the dissection. No further patient complications were reported and the patient's status was stable.